Event description:
The customer observed negatively biased quality control results processed using vitros phbr slides on a vitros 5, 1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Patient samples were not processed for phbr while quality control was unacceptable. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation identified a precision issue affecting both vitros phbr and vitros crbm performance. Vitros and non-vitros quality control fluids were affected. Ocd field service investigated and performed necessary adjustments to multiple subsystems of the vitros 5,1. Post-service vitros quality control was acceptable, however, phbr and crbm precision with non-vitros quality control fluids remained unacceptable. Ocd field service will investigate and verify that the vitros 5,1 is operating as expected. The root cause of this event is most likely instrument related. The investigation is on-going.